Event description:
Info received indicates the bed exit system will arm but does not alarm.

Manufacturer narrative:
The technician found the bed exit tape switches were sticking. The technician replaced the tape switches to repair the bed.